Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use, discoloration, and the tip is fractured off. The fractured tip was not returned. The device has a possible field age of over 5 years. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the inserter fractured. There were no adverse events reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.